Event description:
It was reported that the patient was in the hospital due to his heart and the healthcare provider (hcp) was unable to get an accurate EKG. The implantable neurostimulator (ins) was turned off and now the reporter could not get ¿one of the channels up.¿ the reporter was getting the poor communication screen when attempting to sync or make an adjustment with or without the antenna. It was stated that the patient was admitted to the intensive care unit (ICU) for pneumonia and his heart monitor going off on (B)(6) 2013. The patient was kept overnight and one the nurses ¿messed¿ with the patient programmer to turn stimulation off. The nurse reportedly pushed buttons for almost 30 minutes before they turned of stimulation. It was further stated that the patient had a follow up appointment 3 months ago, but the managing hcp left the practice and notified the patient a day before the appointment. Additional information received reported that ever since the patient went to the hospital and the nurse tried to turn stimulation off, the patient was unable to use the patient programmer. The manufacturer representative could not get the patient programmer to read the ins either. Impedances were not checked because the clinician would not work with the ins. The patient had imaging done on (B)(6) 2013 and the lead was still in place.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# v998462, implanted: (B)(6) 2012, product type: lead. (B)(4).